Event description:
The hcp reported the pump was replaced in 2006, and approximately 2 weeks ago, the pt's pain returned to baseline. The intrathecal dilaudid 10mg/ml at 2.2mg was titrated to 2.4mg with no pt response. The pt has had no MRI or other medical procedures since the pump replacement. At the last refill, the estimated reservoir volume was 7.1 mls and the actual reservoir volume was 9.2 mls. Two roller tests were conducted and the rollers did not move. A follow up report will be sent when additional info is rec'd.